Event description:
It was reported that multiple episodes of non sustained lead noise were noted due to far field p-wave oversensing. Imaging was recommended to check the position of the lead. The patient was asymptomatic and did not receive inappropriate therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.